Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0ymxy, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported a loss or change of symptoms. The results worsened on (B)(6) 2015. The patient felt stimulation, but was no longer getting 50% or greater relief. Cause, actions, and outcome remain unknown. Follow up is being conducted to obtain additional information. The indications for use included urinary dysfunction and gastrointestinal/pelvic floor.

Event description:
Additional information received from the patient noted that the patient was wanting to change programs as they did not think the level they were at was satisfactory. The patient noted they had been advised to check with their physician.